Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this patient who is right atrial (ra) and right ventricular (rv) pacing dependent showed high pacing thresholds and loss of capture (loc) at the rv lead and the left ventricular (lv) lead. Initially, they wanted to check the ra lead thresholds but determined they were within the expected values, therefore they were left as programmed. The physician re-programmed the pacing outputs for the lv and rv leads. The patient is not symptomatic. A troubleshooting was recommended for nex time the patient comes into consult. The rv and lv leads remains in service. No adverse patient effects were reported.